Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device is not available for evaluation. Therefore, the reported condition of an overinfusion could not be confirmed. Should the device and/or additional information be received, a follow- up medwatch will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
Baxter (B)(4) received a report that one ce infusor lv 2 device overinfused cytostatics. The device reportedly delivered the medication over the course of 2-3 days instead of the prescribed 5 days. There was no patient injury or medical intervention. No additional information is available.